Event description:
It was reported that the customer experienced a low blood glucose reading of 49 mg/dl. The customer called to report discrepancies between the blood glucose and sensor glucose reading, which was 88 mg/dl. On another occasion, the blood glucose reading was 88 mg/dl, compared to the sensor glucose reading of 54 mg/dl. Assisted the customer with proper calibration procedure. Advised the customer to monitor and call back if any further assistance was needed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.